Event description:
The customer reported the generation of false high ion selective electrode (ise) patient results, which include sodium (na), chloride (cl), and potassium (k), on their (B)(6) ise clinical chemistry analyzer. The customer repeated the sample on another analyzer and obtained a result considered correct. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the (B)(6) chemistry analyzer and identified the failure mode as a defective buffer valves and solenoid valve. The fse replaced the buffer valves and solenoid valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).